Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during initial placement of the right atrial (ra) lead, the lead became caught in the venous anatomy near the junction of the rib and clavicle. The lead was difficult to free and the insulation and conductor wires were damaged in the attempt. The lead was abandoned and a new lead was placed. No patient complications have been reported as a result of this event.